Event description:
It was reported that the customer had low blood glucose levels of 40 mg/dl. The customer reported that the low blood glucose level was caused by over correcting blood glucose levels due to inaccurate meter readings. The customer reported that the insulin pump was working fine. The customer reported that she would talk to her doctor about the issue. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.